Event description:
It was reported that the patients ipg stopped charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn.